Event description:
It was reported that at an implant attempt, ventricular oversensing and high impedance values were measured. The ICD was changed out without further issue. The device was returned for analysis and subsequently tested out of specification. No patient complications have been reported as a result of this event.